Event description:
It was reported that the air in-line was lifting. The event occurred during testing. A reportable malfunction was identified due to the air in line, if the detector does not sense air, pump may continue infusing even when air is present in the line, blocked medication flow, leading to therapy delay or interruption. The event is now reportable, based on the investigation results.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device air detector, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The air detector was replaced and the device passed all testing.